Manufacturer narrative:
Pump passed the rewind, basic occlusion, prime/compromised force sensor system and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. Unable to verify motor position encoder error alarm in the alarm history due to history file overwritten. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that insulin pump had motor error alarm. Customer¿s blood glucose was 215 mg/dl at the time of incident. Drive support cap was normal. Motor error occurred more than once in the last 30 days. Troubleshooting was not performed. The insulin pump will be returned for analysis.